Event description:
It was reported that during a procedure, harmonic began making error noises, no error message on generator, eventually stopped working altogether. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The device was tested on a gen04 and it was found that the min button assembly was not functional. No activation or noise issues were noted during the testing. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.